Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) event occurred on an unknown date in (B)(6) of 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector and pull ring cap were missing from the homechoice cassette. This was observed during set-up for peritoneal dialysis therapy and the patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.